Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had experienced dizziness. It was observed that right ventricular lead noise had resulted in pacing inhibition. The noise could be reproduced through myopotentials. The lead was capped and replaced. Upon explant the lead was noted to be kinked near the header. The patient was asymptomatic following the procedure.